Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument had sparks at the wrist while firing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 21-sep-2021. The fenestrated bipolar forceps instrument was inspected before the procedure and it was working fine for the first half of the surgery. It was noted that the wrist of the instrument was found burnt with carbon deposits after the arcing event. The arcing was observed during cauterization. The bipolar coagulation mode was activated when the arcing event occurred. The force fx was being used and settings were coagulation-25 during procedure. The jaws were immersed in tissue debris prior to activating the instrument. The fenestrated bipolar forceps instrument was removed only once for cleaning and the instrument wrist was straightened. There was no patient injury and the patient has not returned to the hospital due to experiencing any post-surgical complications as a result of the arcing event. The customer is returning the instrument for the failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm fenestrated bipolar forceps instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the instrument has not been received. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (420205-08/n10150504-765) associated with this event has been performed. Per logs, the fenestrated bipolar forceps (420205-08/n10150504-765) was last used on (B)(6) 2021 on system (B)(4). The instrument had 4 uses remaining after the last procedural use. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue as the fenestrated bipolar forceps instrument reportedly sparked and there is no evidence or claim of mishandling/ misuse. Per the I&a user manual "it is important to exercise caution when using a energized endowrist monopolar curved scissors instrument to help avoid unintended contact with tissue adjacent to the area to be cauterized." Failure to follow these precautions will result in electrical arcs from the wrist and alternate site burns. Although there was no patient injury reported as a result of this issue, if the event were to recur, it could cause or contribute to an adverse event. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Manufacturer narrative:
D11, d02- intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument associated with this complaint and completed investigations. Failure analysis investigation replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of the thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The fenestrated bipolar forceps instrument was found to have thermal damage on the bipolar yaw pulley and the instrument failed the electrical continuity test. The root cause of this failure is attributed to mishandling/misuse. Additional observations not reported by site that are related to the primary failure: the fenestrated bipolar forceps instrument was found to have a broken conductor wire at the distal end. The root cause of this failure is attributed to a component failure. The instrument was found to have signs of thermal damage to the conductor wire¿s insulation at the distal end and the root cause of this failure is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.